Manufacturer narrative:
Bci customer technical support (bci) reviewed customer's result printouts and found that although the customer was manually programming the sample, the customer loaded the diluted sample with the original barcode on the instrument. The instrument read the barcode and referenced the original program that was previously downloaded from the lis. This program would not have the dilution information. Service was not dispatched for this event. Root cause is associated with customer training issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600 pro synchron chemistry analyzer did not apply a dilution factor to a microalbumin (ma) sample that had been manually programmed for dilution. Results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.